Event description:
It was reported that, patient complains of tenderness and occasional pain. Received letter from his surgeon about the recall stating that he needs an MRI and will like to know who will cover these costs because the insurance wants him to sign a document that will hold him responsible for the bill if the insurance doesn't cover it.

Manufacturer narrative:
Evaluation summary: review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.